Manufacturer narrative:
Two pictures were received. In one of the photographs, it can be observed that the insert is not flat with the housing and it can see the insert detached from the housing. Relevant documents and the manufacturing process were reviewed; no discrepancies noted. The ultrasonic weld operation, performance of visual inspection, and set-up of ultrasonic welder were all reviewed; no discrepancies found. An audit of 32 units was performed to verify that all ports were welded; no discrepancies. Destructive testing was performed on 8 units that had been assembled; no discrepancies observed. Based on the evidence, the complaint was confirmed. The root cause was found due to the manufacturing process.

Event description:
Information was received indicating that upon removal of a smiths medical deltec proport port from a patient, problem at the level of the reservoir was noted. It was reported that injury occurred due to the need for extraction of the reservoir. Subsequently, the port was removed, discarded, and replaced with another. There were no further adverse effects.